Event description:
It was reported, the duodenovideoscope single use distal cover (maj-2315) disengaged and was not recovered post procedure. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). There were no reports of patient harm. The procedure was completed using the same set of equipment. Based on the information available, there was no retrieval, it was recognized that the cover had fallen off without collecting it and at this time there has been no imaging or investigation performed. The device was expected to pass naturally.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The initial medwatch report (MFR # 9610595 - 2024 - 06814) contained the incorrect component code (cover - 772). This has been corrected with a correct component code (tip 3123) -see h6a.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely the suggested event occurred due to one of the following mechanisms. - the distal cover was insufficiently attached. - the user applied load of friction to the distal cover by twisting, pushing, and pulling it in body cavity or stress such as interference with mouthpiece during the procedure. However, a specific root cause of the suggested event could not be identified. The event can be detected/prevented by following the instructions for use which state: - detection method is described in 4.1 of chapter 4 in operation manual. - preventive measure is described in 3.5 of chapter 3 in operation manual. Olympus will continue to monitor field performance for this device.